Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the symptom. The system booted and worked as intended.

Event description:
The customer reported that the system would not boot and there were no images on the monitors. No patient injury was reported.